Manufacturer narrative:
Products were not returned and a lot number was not provided. Complaint could not be confirmed.

Event description:
Customer reported admin sets were leaking at the distal luer end. Sets needed to be replaced several times. No patient harm.